Event description:
The pump had more volume than expected. The expected reservoir volume was 0 mls; the actual was 35 mls. The pump was confirmed to be flipped via an x-ray or CT scan (date not reported). No pt symptoms were reported. The medication being delivered via the pump was not reported. Additional info has been requested from the health care professional, a follow-up report will be sent if additional info becomes available.